Event description:
The customer contacted their local physio-control service agent to report that their device had a service wrench present on the display. Upon inspection of the unit, the service agent observed that the device would not recognize any batteries that were installed and therefore, would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A physio-control service agent evaluated the customer's device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the device's readiness display had both the service indicator and the battery indicator illuminated. With a test battery installed, the on button and shock button were illuminated, but the device did not complete the boot cycle. When the device was opened for further evaluation it powered on and the current and functions were normal. The device was then tested under various temperature and humidity conditions and functioned according its specifications. A cause of the reported failure could not be determined. A replacement device was provided to the customer under warranty.